Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they were able to clear the alarm and able to rewind the insulin pump. Customer stated that self test was not passed. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 63 or pump error 4 alarms during testing however, pump error 63 alarm and pump error 4 alarm are found in the downloaded history files due to broken trace at pin 1 of on the keypad assembly.